Event description:
It was reported that during a laparoscopic hysterectomy procedure, the tip broke. Another device was used to complete the procedure. The procedure was delayed; however, the amount of time the procedure was delayed is unknown. There were no adverse consequences for the patient. Additional information requested but not yet received.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis should the device be returned for analysis, a supplemental medwatch will be sent.